Event description:
It was reported that the pt was re-implanted in 2008. However, no info is available at the moment about the reasons for reimplantation.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.